Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that quality controls (qc) had been in range on both dimension vista instruments and similar issues did not occur on other patient samples. The cause of the inconsistent vancomycin results is unknown. The sample resulted as expected when repeated on the same instrument. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Inconsistent vancomycin results were obtained on a patient sample on a dimension vista 500 instrument. The initial result obtained for the sample, tested on an alternate dimension vista instrument (dv330295), was low. The sample was repeated multiple times on the alternate dimension vista instrument (dv330295), resulting higher with the exception of one replicate. The sample was then repeated on this dimension vista instrument (dv330301), also resulting higher with the exception of one replicate. The discordant results were not reported to the physician(s). The corrected result of 11.3 ug/ml was reported to the physician. There are no reports of patient intervention or adverse health consequences due to the inconsistent vancomycin results.